Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter was tested and the alleged complaint could not be confirmed. However, a secondary issue was found where pcb contamination was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient in (B)(4) contacted lifescan to report the one touch veriopro meter had missing results in the meter's memory. The issue was not resolved. The meter was replaced. The patient suffered no injury due to this issue.